Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) failed to perform compressions and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during initial functional testing and based on the archive data review. The root cause was due to driveshaft not to be at "home position," most likely attributed to unintended user error. During visual inspection of the returned platform, it was observed that the head restraint wire was broken off. Also, multiple cracks were observed on the front and bottom covers. The observed physical damages were unrelated to the reported complaint, and the root cause could be due to normal wear and tear or could be due to user mishandling. The autopulse platform is a reusable device and was manufactured in march 2008 and is 12 years old, well beyond its expected service life of five years. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred around the customer reported event date; thus, confirming the reported complaint. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. During functional testing, upon powering up the platform, ua45 was displayed. Therefore, the reported complaint was confirmed. Following service, including adjustment of the driveshaft to "home position" as well as replacement of the top, front, and bottom covers, the platform was subjected to final functional testing with the large resuscitation test fixture (lrtf) equivalent to 250 lbs. With good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 10/2/2014, and the driveshaft was adjusted to "home position" to remedy the issue. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital,and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used on a (B)(6)-year-old male patient in cardiac arrest. When ems crew arrived on the scene, they found the patient lying supine on the floor with his wife performing chest compressions. The patient was unresponsive and pulseless. The ems crew took over the chest compressions and applied EKG paddles, indicating that the patient's initial rhythm was asystole. The room was too small, and there was not enough space to place the patient on the autopulse platform. Manual CPR and use of the EKG paddles were discontinued, and the patient was rolled onto a tarp and carried out of the house to a stretcher. The platform was set up on the stretcher, and the patient was placed on the autopulse platform. The crew attempted to use the autopulse three times; however, the platform failed to perform compressions and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Therefore, the use of the platform was discontinued, and manual CPR was performed. The patient was then moved into the rescue. The ems crew attempted to use the autopulse platform again, but the same issue was observed. Manual CPR continued, and the patient was moved over to emergency room (ER). The final pulse check indicated that the return of spontaneous circulation (rosc) was achieved. However, later the patient was pronounced dead. According to the customer, the cause of cardiac arrest leading to death was drug overdose.